Event description:
It was reported that the patient was having trouble with one of his leads. The reporter indicated that a couple of electrodes were out of range. The next day it was reported that an impedance test showed that 2 electrodes were out on one lead, and the device was programmed around the electrodes as a result. The patient was then receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient. (B)(4).